Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had continued pain and tenderness at the generator site. There was no sign of infection at post-op and the device was working to control the patient's symptoms. They were given pain medication. On 2024-jun-20 additional information was received from the manufacturer representative (rep). It was reported that pain medication was administered both as part of routine post operative course and for the patient's previously reported symptom of pain. The pain was not attributed to the pocket envelope by the physician. The patient had a pocket revision on (B)(6) 2024 but it was unknown if the issue was resolved yet.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that after speaking with the hcp, they stated that there was no further issues with the pocket see 706594106 about tyrx

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.